Event description:
During an in-service training by a zoll representative the device displayed a "pacer fault 116" message, a "pacer disabled" message, and a "defib disabled" message. There was no patient involvement in the reported malfunction.